Event description:
It was reported that the stimulation was turning off. It was stated that no known accidents or incidents were associated with this event. The reporter did not know the onset of the current issue and stated it had "been awhile." It was noted that the patient had multiple sclerosis (ms) and it was unknown if this issue could be disease or device related. It was also noted that the therapy at times did not appear to be working as well. Additional information was requested, but was unavailable at the date of this report. Any additional information received will be included in a supplemental report.

Event description:
Additional information was received which indicated that the patient did not have concerns with her device or therapy. The patient received assistance from her healthcare provider or manufacturer's representative in (B)(6) 2012 and her concerns were resolved.

Manufacturer narrative:
Product ID, 3889-28 lot# v041106, implanted: 2007 (B)(6), product type lead product ID, 3095-10 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID, 3037 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient. (B)(4).